Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, (B)(4) and lot number huti0450 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 11 months post implant of perfix plug, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesion as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: d.6b (date of explant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number 0112760 and lot number huti0450 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per medical records provided: on (B)(6) 2010 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿there was found to be an indirect inguinal hernia sac, this was dissected up to the deep inguinal ring and the sac was excised. The perfix plug was placed into the deep inguinal ring and sutured in place. The onlay mesh was then placed on the post inguinal floor and sutured medially to the pubic tubercle, superiorly to the conjoined tendon, and inferiorly to the inguinal ligament. Laterally, the mesh was cut to encircle the cord structures laterally.¿ on (B)(6) 2015 - patient was diagnosed with umbilical hernia, recurrent left inguinal hernia thereby underwent laparoscopic repair with the removal of mesh. Per operative notes, ¿there was appeared to be a small left inguinal hernia with some fat adhered to it. Identified the pubic tubercle as well as inguinal structures and just medial to that, identified the hernia sac with mesh adhered to it with some fat. Excised the excess mesh around this area. A synthetic mesh as placed and secured it to the pubic tubercle using tacker. Then, mobilized the umbilicus off the anterior fascia and excised the excess sac. A synthetic mesh was placed using suture.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.